Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead fell and head was hit. Moreover, a review was done and the presenting showed ventricular pacing non capture with escape rate of thirty seven beats per minute. In addition, a high threshold was noted and output was increased to five volts. Further, right ventricular auto threshold (rvat) showed what appears to be either bigeminy or loss of capture (loc). To date, the lead remains in service. No adverse patient effects were reported.